Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) experienced oversensing of myopotentials and a loss of capture. The physician plans to reprogram the ICD if the oversensing persists.